Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1 additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in air/water-channel and cylinder" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from scope cover and biopsy channel. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section h10: initial report stated that the returned device was an asset return; the device was not an "asset return".

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the malfunction stated in b5 the evaluation results are as follows: due to wear of scope cover packing, water tightness was lost, switch 1 had a pinhole, scope cover had a crack, air water cylinder had no color, suction cylinder had no color, grip had a scratch, switch box had a scratch, plug unit had a scratch, due to damage on channel tube, water tightness was lost, due to a chip on c (plastic distal end) cover, insulation resistance value at distal end did not meet the standard value, objective lens had a crack, light guide lens had a crack, adhesive on a-rubber had a crack, connecting tube had a wrinkle and universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the gastrointestinal videoscope distal end rubber damaged, casing defective. There were no reports of patient harm. The device was returned for evaluation and during the evaluation, it was found that the air water tube and air water cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.